Manufacturer narrative:
Due to character limitation in e1 for event site name & event site address event site name - (B)(6). Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had auto inflation failure. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone :(B)(6) updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 corrected fields: e1 (event site telephone ) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer reported an auto-restart failure. On-site inspection of the device and fault code records at the hospital confirmed the reported fault. The customer was advised to replace the maintenance kit. The customer declined the replacement.

Event description:
N/a